Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up completely. Upon functional testing, the fse found that the main pc software was corrupted. To resolve the issue, the fse reinstalled the system software. After installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up completely. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.